Event description:
Caller reported that the touchscreen of the pump was cracked and shattered after being dropped. They confirmed that the damage was not only on the screen protector but also affected the screen itself, rendering the touchscreen illegible and non-functional. There was no adverse impact to the customer's blood glucose level. Customer support decided to replace the pump and confirmed that it was still under warranty. The customer was advised on using multiple daily injections (mdi) as a temporary backup for insulin delivery. Additionally, they were informed that the new pump would have updated software incompatible with their current sensors and were advised to contact their healthcare provider for a compatible prescription.